Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be inaccurate. Reportedly, the pump history prior to (B)(6) 2017 was missing. The customer's blood glucose level was 234 mg/dl. Reportedly, the customer had manual injections and insulin available as alternate insulin therapy.